Event description:
It was reported 5 months post implantation, the patient experienced polyethylene wear of acetabular component resulting in 3 hip dislocations and pain due to acetabular component deteriorating. There is no additional information at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2023 - 03261. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that 5 years post implantation the patient experienced polyethylene wear of acetabular component resulting in 3 hip dislocations and pain due to acetabular component deteriorating.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.